Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. According to the device explantation report form the user had no benefit and the floating mass transducer (fmt) was dislocated and had migrated through the reconstructed tympanic membrane. There was also excessive tissue growth in the middle ear and a retracted tympanic membrane. The user was still within the indication criteria prior to device removal.

Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the oval window, most likely caused by the excessive tissue growth in the middle ear and the retracted tympanic membrane. Additionally it was reported that the fmt extruded through the reconstructed tympanic membrane. This is a final report.

Event description:
The explanted device was received at headquarters. According to the device explantation report form the user had no benefit and the floating mass transducer (fmt) was dislocated and had extruded through the reconstructed tympanic membrane. The user was still within the indication criteria prior to device removal.